Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: maude report mw5114211.

Event description:
Reported faint pink line false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by another rapid antigen assay. The consumer also communicated that false positives have occurred with quickvue otc testing on colleagues of theirs which were confirmed negative by molecular (pcr testing) but did not provide further details or clarification. An additional consumer event was also communicated which is captured on a separate report.